Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced prolonged hyperglycemia while using the ilet with a g7 cgm, with a highest cgm reading of 388 mg/dl following a usual breakfast that was announced; glucose decreased after lunch but rose again to 336 mg/dl before trending down, and product troubleshooting, including site inspection and tubing fill, showed no delivery issues, with education provided on meal announcing while high. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information regarding a device component or a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.